Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was crushed and wasn't able to be used. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution and what appears to be an ink like substance is dried on the lens. One haptic is bent in the haptic/optic junction area with the tip of the haptic located down inside a drain hole of the lens case. The optic is pressed against the posts of the lens case. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).